Event description:
The customer reported a communication error, the field engineer noted that the system would not fully boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.